Event description:
Customer alleged 2 sets of discrepant blood glucose values: 1. 308 mg/dl, & 67 m/dl within 1 minute; 2. 476 mg/dl, 123 mg/dl, & 74 mg/d within 5 minutes ; on the advantage system. For both sets of results: customer alleged symptoms of low blood glucose and reported successfully self-treating with food. No adverse events related to the alleged malfunctions were reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
Additional concomitant medical products and therapy dates:caltrate vitamin d 15-16 years - 60 mg twice dailyocular protect 5 years - twice dailyapidra since 1991 - 2 units am & 3 units pmactos 2 years - 15 mg dailyglimepride 2-3 years - 2 mg daily